Event description:
It was reported that the right ventricular (rv) lead fractured, resulting in multiple shocks being delivered. It was further reported that as a result of the shocks the patient experienced cardiogenic shock and myocardial infarction. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 5076-52 lead, implanted (B)(6) 2004; 419388 lead, implanted (B)(6) 2004. (B)(4).